Event description:
Patient was started on the extracorporeal photopheresis machine after a 2 person machine/kit setup validation check. About 15-20 minutes into the procedure the nurse noticed a leak in the tubing of the apheresis kit on what is supposed to be a closed system (apheresis/one piece kit). The nurse immediately put the machine on pause called over a second nurse and called the therakos hotline where she was transferred to help in the EU. She was instructed to stop the procedure and "abort treatment". She was then instructed by this therakos EU representative to return the red blood cells in the bowl and return bag to the patient. One hour and a half after the incident, the nurse received a call from therakos company representative in the us stating that you should consult with a physician before reinfusing the blood when you have a leak in the kit. This technician requested picture and the kit back.